Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap falling out and the rewind process forces the drive support cap out of the pump. Customer's current blood glucose was not given. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received broken end cap.